Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that the ivc filter did not deploy correctly. The filter was retrieved through the same access site and the second filter was implanted without incident. There was no report of pt injury. Add'l info pending.